Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Manufacture date, expiration date: it could not be determined which clip experienced the movement; therefore, the manufacturing and expiration dates have been provided for both implanted lot numbers: cds0601-xtr/90320u144: manufacturing date: 21-mar-2019, expiration date: 20-mar-2020. Cds0601-xtr/90123u118: manufacturing date: 23-jan-2019, expiration date: 23-jan-2020. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from these lots. Based on information reviewed, partial clip movement appears due to combination of challenging patient morphology/pathology and user technique/procedural conditions of difficulties met with visualization during the procedure. Poor image resolution/ visualization difficulties were due to anatomy and equipment. It should be noted that the mitraclip system instructions for use (IFU) states that the mitraclip is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. The clips were deployed in the tricuspid valve for off label use, however, the off-label use did not likely contribute to the partial clip movement in this case. The reported patient effects of heart failure and death, as listed in the mitraclip system IFU, are known possible complications associated with mitraclip procedures. Based on information reviewed, it appears that recurrent tricuspid regurgitation (tr) is a result of procedural conditions of partial clip movement. Worsening heart failure is a result of procedural conditions of the partial clip movement combined with the patients clinical condition/recurrent tr. This event was further reviewed by an abbott vascular medical affairs director. In this case, death was not directly related to the device but heart failure may have been worsened by the clip detachment from the tricuspid valve. A conclusive cause for death in this case is unknown. It is possible that death resulted from worsening patient conditions, however it cannot be definitively confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action will be implemented in this case.

Event description:
This is being filed to report partial clip movement, recurrent tricuspid regurgitation and a death. It was reported that this was a combination mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and tricuspid regurgitation (tr) with a grade of 4. It was noted imaging was difficult due to the anatomy and equipment. Two clips were successfully deployed in the mitral valve, reducing mr 1-2. Two xtr clips (90320u144, 90123u118) were deployed in the tricuspid valve for off label use, reducing tr to less than 1. The next day, the patient was evaluated, and it was discovered that one clip in the tricuspid valve was unstable and the tr increased to 4. The clips in the mitral valve remained stable on both leaflets. The patient started experiencing heart failure and died the same day. No additional information was provided.